Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During replacement surgery, the right ventricular lead could not be removed from the header of the device even after the set screw was removed. The lead was capped and replaced and the device was explanted and replaced to resolve the event. The patient's condition was stable following the procedure. Related manufacturer reference number: 2938836-2017-33513.